Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the external pulse generator (epg) was not functional. During analysis it was noted that the epg locks up during a power up. The main printed circuit board (pcb) was out of specification. Both output connectors were broken. The hanger was broken. The on/off button and lock button were both collapsing. The keypad was out of specification also from a mechanical point of view. The epgs polyimide film tape was in the incorrect location on the display frame. The hanger screw was contaminated. Both wires on the liquid crystal display (lcd) were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for repair.

Manufacturer narrative:
Additional analysis was performed. Upon visual inspection no anomalies were observed. Upon functional testing, the device was assembled into a golden unit. The unit was ran through the automated test console and failed device self-test: conditional firmware programming and read firmware errors. Upon bench test analysis: powered up the unit on test bench. Verified the unit failed power up and stayed in a power lock mode (ventricular pacing led constantly turned on while all the rest of leds were off. Lcd keypads and switches were disabled). Checked analog and digital power (a3.3, p3.3, p1.5) supply to the main microprocessor using dmm; found all analog and digital power supplies stable within specification. Engineering evaluation determined failure related to corrupted software. The device froze on startup. All lcd segments were lit, and the v pace led was lit. The v pace led indicates self-test error 0x02, error detected initializing eeprom, detected by function eeprom_initialize. Reprogrammed the software using automated test console and rerun the test. The device passed all functional tests. Confirmed customer complaint. The device could not power-up or in reset mode. Failure caused by corrupted software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functional. It was reported that the display was frozen and the ventricular and atrial pacing were green continuously/static. The status of the device is not currently known. There was no patient involvement.